Event description:
On (B)(6) 2014, at the (B)(6) medial center, san francisco, ca during a cardiohelp training using cardiohelp unit (B)(4) the customer reported that the unit alarmed indicating that battery 2 needed service. The unit was not connected to a patient at the time. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The service technician was contacted on (B)(6) 2014 and stated that there was some time between the training classes and that he switched out the batteries with different ones and that made the error message go away. (B)(4).